Event description:
The customer reported that their acuity central station had been down since the day before. Staff from the day before noted that they had rebooted the system and gotten a link down error. The acuity system rebooted, but they could not connect patients to the system. This resulted in a temporary inability to monitor patients centrally. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
The reporter indicated that she expected a biomedical engineer to arrive on-site soon to assist in restoring operation. The reporter called to request troubleshooting steps for the biomed to follow once they arrived. The reported :"link down" message indicated that the connection to the ethernet had been severed. The effect of link down is that acuity cannot communicate with patient beside monitors or with peripheral equipment such as printers and message panels. Welch allyn tech support suggested that they first ensure that the ethernet cable was still connected to the back of the cpu and into the ethernet port in the wall. If that was connected, they suggested finding the network equipment closet, finding the ethernet switch into which the cpu connected, and ensure that the switch had power and did not show any alerts or errors. If it showed alerts or errors, then attempt to clear them by power cycling the switch. Tech support continued to deliver troubleshooting steps to the nurse, who recorded them for the biomed to try. There was no further contact from the customer, indicating that the troubleshooting tips may have assisted the customer in restoring normal operation. A follow up call to the reporting nurse found that she had moved on to a different employer. Follow up calls to the same department were not returned. We cannot determine what caused the link down message and loss of communication to the bedside monitors since the customer did not return contact attempts.